Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the account's suspicion of hemolysis could not be conclusively determined through this evaluation. A specific cause for the reported outflow graft obstruction could not be conclusively determined through this evaluation. Evaluation of the submitted log file data confirmed low flow alarms; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained overlapping data spanning from 10/20/2019 at 01:35:03 to 10/22/2019 at 10:55:50, per the timestamps. Multiple periods of continuous low flow alarms were recorded throughout the log file data. These alarms occurred when the estimated flow was calculated to be below the acceptable threshold of 2.5lpm. No other notable alarms were captured in the log files and a specific cause for the change in pump parameters cannot be conclusively determined. The center reported that the patient had been having multiple low flow alarms. The patient¿s ldh had risen to 1314u/l and the center was suspicious of hemolysis. The patient¿s inr was reported to be 2.1 and it was communicated that they were being treated with intravenous heparin. A computed tomography angiograph (cta) scan was performed and revealed an outflow graft obstruction. Multiple attempts for additional information were sent to the account; however, none was provided. The patient remains ongoing on (B)(4) and no further events have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas and includes information regarding recommended anticoagulation therapy and inr range. The IFU also outlines preparing and installing the sealed outflow graft, and instructs to verify that the graft is not twisted or kinked. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported hemolysis was suspected. Low flow alarms were observed. Patient was asymptomatic. Lactate dehydrogenase (ldh) was 1314 u/l and inr was 2.1. Patient was placed on heparin infusion. Outflow obstruction was reported on computed tomography angiography (cta). Additional information was request, however was not provided.